Event description:
A zoll account coordinator contacted zoll customer support to repot that a (B)(6) female pt was issued a replacement monitor because she was receiving a service code 204. The suspect monitor was returned to zoll for investigation.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed service code 204 when connected to a test electrode belt. The cause for the belt communication problems was isolated to poor solder joints on connector j1001. The root cause for the poor solder joints could not be positively identified but was likely an assembly error. No adverse event resulted from the monitor. The pt received a replacement monitor.